Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with two 575cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation, post-procedure. The deflation was diagnosed via physical consultation. As a result, the patient underwent implant explantation on (B)(6) 2021.

Manufacturer narrative:
On may 4, 2021, the mentor failure analysis lab has received the device for evaluation. Mentor also became aware that the patient had undergone bilateral replacement with the following devices: (left) 475cc mentor smooth round moderate profile saline catalog: 3501680, lot: 9511433, sn: (B)(6) and (right) 475cc mentor smooth round moderate profile saline catalog: 3501680, lot: 9511433, sn: (B)(6). On may 17, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 575cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 18, 2021, mentor received additional information indicating that the patient's implant explantation surgery has been postponed to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).